Event description:
The account alleged that the head will not lower. There were no reported injuries.

Manufacturer narrative:
The account can hear the head drive running. The technician asked the account to try cleaning the drive screw. No further info is available on the repair of the bed at this time.